Event description:
Per the clinic, the device was explanted (date not reported) due to infection. No additional information has been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not available for analysis.